Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. The device status is unknown.

Event description:
Patient reported "rupture". Later healthcare professional reported "capsular contracture baker grade IV", "pain asymmetry" and "deformity". This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV additional, changed, and/or corrected data: b.5., d.6a., d.6b., h.6., h.11.